Manufacturer narrative:
At this time, product has not been received by adc. An extended manufacturing review was conducted for the sensor reel lot and sensor kit pack lots associated with the freestyle libre 2 plus sensor with serial number (B)(6). The review concluded that the sensor reel lot 1001041204 met all specifications during sensor manufacturing and component release testing. No nonconformances were identified. The sensor kit pack lot ktp012862 was also manufactured following the validated parameters and the quality inspections and testing were successful. As the sensor serial number was available, libreview was interrogated and historic glucose data for the sensor was obtained. The review of this data indicated that the freestyle libre 2 plus sensor reported a low reading and presented a low glucose alarm at the time of the complaint. The available information is insufficient to determine whether the freestyle libre 2 plus device caused or contributed to the reported event the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Sections d4 (UDI) and (sn) have been updated based on the information received in the email. Section d4 (device expiry date) & h4 (device mfg date) have been updated based on the extended investigation.

Event description:
Abbott diabetes care (adc) was notified by a caregiver on (B)(6) 2026, that a customer received "7 mmol/l at 9:32am, then it kept in the range of 3 ¿ 4 mmol/l" low sensor values from their adc sensor. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The caregiver then reported customer received a low sensor reading and reported symptoms of being non-responsive and "could not eat or drink". Due to lower readings, the customer reportedly was treated with glucose.the customer was later seen at the hospital where laboratory readings of "53 mmol/l" were taken and the customer was given IV insulin (dose/type unspecified) for treatment of a diagnosis of diabetic ketoacidosis. Reportedly, the customer then later passed away in the ward at an unspecified time. No autopsy report or death certificate has been provided at this time. Additionally, a sensor result of 3mmol/l was compared to a laboratory reading of 27 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. At this time the caregiver has stated that no more information is available. A follow-up report will be sent if adc obtains any additional information regarding this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) was notified by a caregiver on (B)(6) 2026, that a customer received "7 mmol/l at 9:32am, then it kept in the range of 3 ¿ 4 mmol/l" low sensor values from their adc sensor. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The caregiver then reported customer received a low sensor reading and reported symptoms of being non-responsive and "could not eat or drink". Due to lower readings, the customer reportedly was treated with glucose. The customer was later seen at the hospital where laboratory readings of "53 mmol/l" were taken and the customer was given IV insulin (dose/type unspecified) for treatment of a diagnosis of diabetic ketoacidosis. Reportedly, the customer then later passed away in the ward at an unspecified time. No autopsy report or death certificate has been provided at this time. Additionally, a sensor result of 3mmol/l was compared to a laboratory reading of 27 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. At this time, the caregiver has stated that no more information is available. A follow-up report will be sent if adc obtains any additional information regarding this event.